Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd saf-t-intima¿ ii integrated safety IV catheter system was found leaking during an infusion. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: the failure mode could not be determined as no sample or photograph was submitted for the purposes of the investigation. DHR for the reported device was completed. Manufacturing date for this lot is jan 2016, quantity is 98k in auto line #2. No abnormal records for the batch were found. Conclusion: because the failure mode could not be observed or duplicated the investigator was unable to determine the root cause of this complaint. No additional corrective action is required at this time.